Event description:
The customer reported she turned on the c-arm and it came up with a collimator iris too large error. The customer made an image, but all she got was a small circle in the middle of the screen. She replaced the c-arm to do the case.